Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/07/2013 with the following results: no damage found to keypad. All buttons respond to press appropriately. Keypad removed; no damaged/misaligned contacts found. Contamination was found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the down arrow button was intermittently unresponsive and worn down. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product, animas will inform the FDA of any products that fail evaluation in a supplemental report.